Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service evaluation: product: 05.001.223 (sagittal saw attachment for trs)/ 8034 reported issue: locked a visual and functional assessment was performed on the device according to se_114150_an. The following steps failed: section 10: general condition section 30: check quick coupling for saw blades section 70: check general function in running mode section 80: check the oscillation frequency with frequency meter (record the value of frequency meter, flag n/a if step cannot be carried out) during the service evaluation the following failures were identified: functional : frozen/will not move device interaction (2+ devices) : difficult to assemble/disassemble visual : component damaged conclusion: failure reported is confirmed. Root cause: faulty parts (3210). Action: repair device history lot ==> null device history batch ==> null device history review ==> no manufacturing record evaluation required as no manufacturer or service-related issue found.

Event description:
It was reported from colombia that during service and evaluation, it was determined that the sagittal saw attachment device was frozen (would not move), was difficult to assemble and disassemble and had component damage. It was further determined that the device failed pretests for general condition, check quick coupling for saw blades, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.